Event description:
Customer reports that a properly seated lancet did not retract into softclix plus device after firing, lancet is protruding from device cap. No adverse event reported. Customer reported she threw away the device, replacement was sent.